Manufacturer narrative:
H3: the door winch (bi71000429) was returned to the manufacturer for analysis. Analysis found that the door winch assembly was broken. The winch motor assembly was tested with the motion cart. Forward and backwards motion passed, and the brake was engaging and disengaging normally. Visual inspection showed that the door winch center cog gear was damaged, and the gear shaft was bent. Analysis found that the reported event was related to a mechanical issue. The door slides cable (bi71000273) was returned to the manufacturer for analysis. Analysis found that the slides exhibited scuffs and scratches consistent with normal use, wear, and tear. The condition would not interfere with the use. There was no functional problem found. Analysis found that the reported event was related to a mechanical issue. H6: fdm b01, fdr c07, and fdc d02 are applicable to the hardware analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: concomitant product bi71000273 lot #: 405778 rev. 1 concomitant product bi71000429 lot #: w2106080102 rev. K medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000273, serial/lot #: unknown, ubd: unknown, UDI#: unknown ; product ID: bi71000429, serial/lot #: , ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the gantry was unable to open or close. A broken gear on the door winch assembly and broken door guide with the screw head snapped were observed. The screw removal was performed. The guides and door winch assembly were then replaced. The imaging system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry was un responsive. The manufacturer representative (rep) stated that the gantry would no longer respond to commands after a training session where the rep was showing how to open the gantry using the wrench. Troubleshooting was performed and the pendant displayed that the gantry was in the open state, while it was "slightly cracked" open. The rep rebooted the system and waited for initialization to complete. Then hit the open and close buttons, but the gantry did not respond. Then they hit a button on the pendant and the yellow emergency gantry button, and the rep stated that it sounded like the gantry was trying to do something, but nothing was moving still. The rep stated that the detector was slightly not in the home state since they saw a little bit of green in the detector position indicator. The rep moved the detector home to reinsert the t-handle, but they said the detector wasn't moving at all. The goal was to manually close the gantry all the way to see if the "gantry open" message would disappear. The probable cause of the reported issue was that something was disconnected inside the "o", making it so the gantry would not respond to commands. No patient was present at the time of the event.